Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent bladder surgery on (B)(6) 2002 and sutures were utilized. In (B)(6) 2004, she reported dyspareunia and had a corrective surgery. During the corrective procedure, the surgeon discovered that two of the sutures from the (B)(6) 2002 surgery had not dissolved. No additional information was provided.